Manufacturer narrative:
Patient identifier, patient age, date of birth, and weight are unknown. (B) (6).(B) (6). No code available (surgery / cholecystitis)the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device was implanted within the patient; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) and stent placement procedure performed on (B) (6) 2010. According to the complainant, the stent was successfully placed in a 4cm malignant stricture in the patient's common bile duct. The stricture had not been predilated. Two days after placement of the stent, the patient developed acute cholecystitis. The following day, the patient presented with upper right quadrant pain. The patient underwent surgery to remove her gall bladder, as this was anticipated to alleviate her symptoms. The patient was then discharged from the hospital. Despite attempts by boston scientific to determine the patient's current condition, the account could not provide the status of the patient's cholecystitis. If any additional information becomes available, a supplement report will be filed.